Event description:
Boston scientific received information that a red alert was detected for low shock impedances on this right ventricular (rv) lead. No adverse patient effects were reported. Additional information received from the local sales representative states that this patient had been seen in clinic. There were no out of range measurement during testing the system. However, noised was observed at this time on the shock channel. Programming changes were made. The physician has elected to monitor the patient for now. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.